Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot was released with no recorded anomaly or deviation. There are warnings in the package insert that state this type of event can occur: under possible adverse effects, number 8 states, "early or late postoperative, infection, and allergic reaction."

Event description:
Patient's left knee was revised approximately 1 month post-implantation due to infection. During the procedure, the polyethylene tibial bearing was removed and replaced and an irrigation was performed.